Event description:
It was reported that the user experienced hyperglycemia after two infusion set insertions that were not fully seated or cocked, with bg rising to 255 mg/dl for about 3 hours and accurate meter confirmation, followed by return to range after replacing with a new 23" 6 mm set and completing exercise. Symptoms included headache and stress. Outcomes included no alerts above 300 mg/dl for over 90 minutes, no backup therapy use, no ketone testing, and no medical intervention. Investigation included technical review and user education on infusion set insertion and site management. Investigation of this case revealed user technique issues related to incomplete infusion set insertion as a probable contributor, with concurrent illness and psychosocial stress as additional contributors. It was concluded that the event was consistent with hyperglycemia due to unclear cause with contributory user technique and physiological stressors, and the device functioned as designed without alarms. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.